Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, b.6, d.6, d.7, g.3.

Event description:
Healthcare professional confirmed rupture and additionally reported right side "any creases". Device has been explanted.